Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer experienced an elevated blood glucose (bg) level of "high". A correction bolus via the pump was delivered to address bg. Customer reloaded the cartridge to resolve the issue.